Manufacturer narrative:
Device evaluation summary: returned contents: the hawkone device was retuned inside saftpak bio-hazardous packaging material. Outside one of the re-sealable pouches was a h1 device sticker which indicated lot a299372. It should be noted the cutter driver was not returned. Visual inspection: the hawkone was inspected and found no damage to the distal assembly, torque shaft, or thumb-switch assembly. The distal assembly did show a blue tint throughout the proximal half of the inner diameter. The cutter assembly was positioned at approximately 1.4cm distal the cutter window. Functional testing: the hawkone was connected to a h1 cutter driver from the lab and activated. The thumb-switch was retracted and the cutter was able to be pulled back into the cutter window as intended. The thumb-switch was advanced and the cutter assembly was able to complete a compact stroke by advancing approximately 2.5cm from the cutter window. Analysis summary/results: no damages to the h1 were observed. The blue tint is likely dried residue from contrast being used during the procedure. Once the h1 was connected to a cutter driver in the lab, the cutter assembly was able to retract and advance as intended.

Event description:
It was reported that the physician was using a hawkone 7f to treat a cto in the superficial femoral artery as per IFU. It was reported difficulty was encountered after the second cleaning; the device was placed back into the patient and the physician reported that the thumb switch was unable to close the cutter and was unable to pack into the nosecone. Another device was used to complete the procedure. No injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.